Manufacturer narrative:
Additional information: it was not difficult to remove the protective sheath or the packaging stylette. The concentration of contrast/saline used was 35cc of 350mg omnipaque mix with 15cc saline. The device was being used to post-dilate a deployed stent. The balloon failed to deflate. Deflation difficulties were noted after the first inflation. An inflation pressure of 14 atm was applied for the inflation. The device was not moved or repositioned while inflated. Initial reporter phone number provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one nc euphora coronary balloon catheter to treat a mildly tortuous, non-calcified lesion in the proximal left anterior descending (lad) artery. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. Resistance was not encountered when advancing the device. Excessive force was not used. It was reported that balloon deflation difficulties occurred, and the device would not deflate at the lesion site. The inflated balloon was removed slowly. The patent is alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned for evaluation. The balloon returned with evidence of pre-inflation. There was no visible damage evident. The balloon was inflated and held pressure; however, deflation difficulties were experienced. Destructive testing was carried out and a blockage was found in the balloon bond. It appeared contrast has crystallised causing the inner to not be free to move. No other deformation evident to the remainder of the device. Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.